Event description:
Info was received that this left ventricular (lv) lead dislodged. The patient went to the hospital due to diaphragmatic stimulation. Loss of capture and low impedance measurement of 200 to 300 ohms were noted. In an x-ray the lead was seen lying in the diaphragm. The physician will talk to the patient for a possible surgery. No adverse patient effects were reported. The lead remains in service.